Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (b)(3) 2023. During the procedure, the bands could not be deployed. It was reported that not even a single band was deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had all bands attached, one of the bands was moved from its position and overlapped. The ligator head was attached to the trip wire. The trip wire was broken, possibly at the time of removing the device. The handle had marks of the trip wire being secured. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one of the bands in the ligator head was moved and overlapped, and the ligator head teeth were bent. This suggests that the device was unable to deploy the bands. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device, the bent ligator head teeth clearly showed that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. Although the trip wire was returned broken, because there is no information about a rupture, it is possible that the trip wire was broken at the time of removing the device, so, it was not coded as a problem. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. It was reported that not even a single band was deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.